Event description:
A few days after the neurostimulator was implanted, the stimulation stopped and the symptoms returned. Impedance measurements showed >4000 ohms on some of the electrodes. A week later, a lead replacement took place. During the procedure, the new lead would not screw down into the neurostimulator. The physician assumed that something happened to the screw when loosening it from the old lead. A new neurostimulator was then implanted and attached to the new lead. The patient's status after the procedure was reported as good.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.